Event description:
On (B)(6) 2014 14:38:13 (B)(6), initial notes: customer states that she has had a no delivery alarm this past tuesday that resulted in her waking up with a high bg. Customer treated with a manual injection and changed out her set a couple of hrs later. She will be seeing her hcp to talk about different insertion sites that she can try. Customer states that when she lays down on her stomach is when she gets no delivery alarms. Adv customer that she might be putting pressure on the cannula and could be the cause of no delivery. See "additional info". It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 400 mg/dl. Customer treated high blood glucose levels with manual injection. No additional info is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).